Manufacturer narrative:
The part was unavailable for evaluation. It was reported that a revision surgery was needed due to an unspecified number of locking caps found loose and a single creo 5.5 cocr rod that was found to have migrated post-operatively. The initial surgery, a tlif fusion from t10-l5 using a sable interbody spacer and creo 5.5 cocr pre-assembled screws, was performed on an unknown date. A revision took place on (B)(6) 2024 to reposition the migrated rod and replace all locking caps on the migrated rod. During the revision, the sable spacer was replaced with a new implant for unspecified reasons. The screws and rods from the original construct were not removed. It was confirmed that the locking caps were final tightened according to proper procedure using the appropriate 6067.0040 5.5nm torque-limiting t-handle. Implants, images, and additional information were not available for review at the time of discussion. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to replace creo locking caps that were found loose with subsequent rod migration post operatively.